Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Baxter representatives visited the customer site and the customer indicated that they were having intermittent issues with their spectrum pumps which they determined was caused by not adhering to baxter's recommendations for cleaning. The cleaning practices at the facility were causing residue build up and not allowing the pumps to work as expected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down without notification while still plugged to the mains electrical circuit during a one hour unstable cardiac surgery. This event occurred during a cardiac surgical intervention where the situation was described to be unstable. The medication being infused was norepinephrine (dose, programmed amount and delivery rate unknown). The patient was allegedly deteriorating rapidly; it was not specified if the patient's deterioration in the state of health was due to the pump shut-down or due to underlying etiologies. It was further reported that prompt action was taken by the clinicians present in response to the pump stopping treatment. No additional clinical information - including patient outcome - were reported. No additional information is available.

Manufacturer narrative:
The facility handed a baxter representative a user facility medwatch form. The following additional information was contained in the form. A (B)(6) year old male patient arrived to the unit from the operating room. During infusion of norepinephrine the pump shutdown without notification. The patient's blood pressure plunged and the patient received an intravenous (IV) push of epinephrine. Another pump was fetched and the norepinephrine resumed. No further information was provided.

Manufacturer narrative:
Corrected information b1, b2.